Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient has been trouble connecting to ins with external equipment. Caller stated it will take patient 10-15 minutes to connect with recharger and then once connected, it will go back and forth between excellent, good and poor connection. Caller stated patient is in georgia so they are unable to meet with them for further troubleshooting. Caller stated they saw patient over the summer and all equipment was fine at that time. The caller was not with the patient. The caller was redirected to have patient call patient services (pss) for further troubleshooting and potential component replacement. Caller didn't have any external serial numbers as they weren't with the patient. Patient (pt) called back and has equipment with them. Pt says its taking 4-5 hours to charge implant, and says the recharger (rtm) is heating up. The patient was sent a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.